Event description:
It was reported that during a drg system explant, one of the s1 drg leads broke and was partially left implanted. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead s1 lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6225099. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.